Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6 - device code 1546 removed and 1354 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 - incorrect prep.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery with mild calcification. After an unspecified stent was placed. The 4.0x8.0mm nc trek balloon dilatation catheter (bdc) was not soaked prior to use and was introduced to post dilate the lesion. Under fluoroscopy a leak was noted at the distal tip of the balloon when was inflated once to 12 atmospheres and did not hold pressure. Therefore, by using an indeflator continuously to inflate the balloon, it was possible to post dilate the lesion to 4 mm and complete the procedure. The device was removed as a single unit and pressurized to confirm the balloon leak. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.